Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein extensions were added to move the ipg towards the abdomen and an additional lead was also implanted to help another pain area. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site due to the pocket not being large enough. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site due to the pocket not being large enough. The patient will undergo a revision procedure.